Manufacturer narrative:
One device was received for evaluation. Visual inspection confirmed the tear in the device eyelet. During functional testing, a pull test was conducted on the opposing eyelet of the device to determine the eyelet strength; the eyelet broke at 28.06 lbf which exceeded the minimum requirement of 11.24 lbf. The result of the pull test confirmed that the product met the required specification for eyelet strength. A review of the device master record found it to be complete. Investigation and evaluation of the returned device could not determine the root cause of the broken flange; however, no evidence was found to suggest the event was due to an intrinsic product problem.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that while the nurse was changing the patient's tracheostomy tube ties, the eyelet on the right side of the flange ripped. The patient therefore required an immediate replacement of their tracheostomy tube. User facility reported that there were no further adverse effects to patient. Patient is ventilated via mechanical ventilator. The tube had been reprocessed once and was on its 2nd use at the time of the event.